Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), product type: extension; product ID 3389s-40, lot# va0lcyv, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# v236672, product type: lead; product ID 3708660, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported that there was damage to a contact due to pulling on the lead cap. The lead had stretched when the lead cap was pulled out from the scalp. Impedance testing was done. Lead contact impedance on the left subthalamic nucleus was about 2230 and it had yet to be programmed. It was unknown if any action was required as a result of the event. The lead remained implanted. The issue was not resolved and the cause was determined. The surgeon wanted to see the lead tips strengthened by using a harder resin to eliminate the reoccurrence of damaged leads during such a simple part of the stage 2 procedures. The patient was alive with no injury.